Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of grips. There is a .103 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip, with a broken piece missing, which measured approximately about 0.165 x 0.029. The instrument piece was not returned with the instrument. Engineering evaluation also found that the pitch cable is broke at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The conductor wire is also broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing. The instrument's maintube has various scratch marks with light material removal. Engineering concluded that damage to the main tube was likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci si surgical procedure, the jaws on the megasuturecut needle driver instrument bent, which prevent the jaws on the instrument from closing properly and rendered the instrument inoperable. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this report is due to a processing oversight by the responsible complaint handler.